Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the controller experienced electrical fault alarms. The controller was exchanged but electrical fault alarms persisted. Upon evaluation by the manufacturer's representative, a blackened pin was found within the driveline connector. A cleaning procedure was performed to remove contaminants. Electrical faults were not reproducible after repair was completed. There was no reported patient injury as a result of this event. The controllers were returned to the manufacturer; the driveline was not returned for analysis as it remains implanted in the patient. The controller ((B)(4)) passed visual and functional testing but exhibited electrical fault alarms. The root cause for the reported "electrical faults" was found to be blackened pins within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of three reports (3007042319-2014-01028, 2015-02784 and 3007042319-2015-02785) submitted for devices related to the same event.

Event description:
It was reported from the united states that approximately seven days post ventricular assist device implant the controller began experiencing 'electrical fault' alarms. The patient was in the hospital at the time. The hospital staff performed a controller exchange which eliminated the electrical fault alarms. Preliminary analysis of the controller log files showed multiple electrical fault alarms and one ventricular assist device disconnect alarm. A representative of the manufacturer confirmed with the hospital staff that the patient could tolerate the ventricular assist device being off for short periods while the driveline and controller connectors were inspected and possibly cleaned. At this time, the patient was receiving a low dose of prophylactic intravenous inotropic drug. The driveline was disconnected from the controller and the entire driveline was inspected by the manufacturer's representative and the locking mechanism was functioning as expected. Upon visual inspection there were no signs of contamination. However, one of the pins on the driveline connector was tarnished (blackened), therefore two rounds of cleaning were performed per the manufacturer's procedure on (B)(4) 2014. The ventricular assist device was off approximately 60 seconds during each cleaning. After the cleaning and reconnection of the driveline to the controller, the pump re-started. The electrical faults could not be reproduced after the cleaning procedure. The patient tolerated the cleaning procedure well. There was no reported injury to the patient as a result of this event. The two controllers were returned to the manufacturer for evaluation. The pump driveline was not returned for analysis as it remains implanted in the patient.